Event description:
It was reported that the device migrated low and was mobile within the chest. The patient denied any uncomfortable symptoms.

Manufacturer narrative:
All information provided by manufacturer and maude report mw5038778.